Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the first reload that was used did not staple. The surgeon then changed to another reload which was from the same lot number as the first, however, it also did not staple. A third reload from another lot was opened and used complete the case. It was noted that there was a longer duration of anesthesia.

Event description:
According to the reporter, during a sleeve gastrectomy, when cutting the stomach, the first reload that was used did not staple. It was stated that the surgeon was able to press the green button and was able to squeeze the handle. The surgeon then changed to another reload which was from the same lot number as the first, however, it also did not staple. A third reload from another lot was opened and used complete the case. It was noted that there was a longer duration of anesthesia. The surgical time was extended for about 15-20 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.